Event description:
It was reported that the powersail dilatation catheter was being used to post-dilate another company's stent. The balloon was placed and was inflated to nominal (10 atm) pressure, but there was no contrast visible in the balloon. A second inflation was attempted above nominal, and some contrast was then visible in the balloon. An attempt was made to remove the catheter; however, the balloon would not deflate. Several attempts were made to deflate the balloon, but the attempts were unsuccessful. The catheter was removed by pulling gently with the balloon still inflated. No pt effects were reported from the procedure.